Manufacturer narrative:
The device will not be returned as implant coil was implanted in the patient and pushwire was discarded; therefore, no definitive conclusion can be drawn regarding the clinical observation. Per concerto¿ detachable coil and i.d. (Instant detacher) instruction for use: warnings: if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil. Precautions: if delivery pusher buckling or kinking is noted, grasp the distal most portion of the delivery pusher, distal to the kink, buckle or break and remove from micro catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of a small splenic artery aneurysm at hostile celiac origin, aneurysm measuring 2.7cm x3.2cm, during deployment of the coil, the coil broke inside the catheter. It was reported that there was kink found on the pushwire. The coil was implanted into the patient. The patient was treated with more coils, three medtronic coils and three non-medtronic coils. No patient injury was reported.

Manufacturer narrative:
The concerto pushwire was returned without implant coil as implant coil was implanted in the patient. The returned pushwire found broken into two segments which were not retained together by the release wire. The proximal segment of the pushwire, the tack weld replacement (twr) crimps and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found to be intact. The release wire was found to be extending out from the distal end of the pushwire. In addition, the pushwire was found to be bent at proximal end. Under the microscope, the coin was not found to be located against the lumen stop, and the shield coil was found to be damaged. The retainer ring appeared to be damaged and ovalized. All other subassemblies appeared to be normal and no other anomalies were observed. Based on the device evaluation, it is possible that the pushwire became damaged (bent with the coil shield damaged) during the attempt to deliver or remove the concerto pushwire from the microcatheter. It is possible that the concerto pushwire became broken and the release wire became pulled out from the distal pushwire segment during return to medtronic for evaluation. The customer did not report the break in the pushwire at the time of the event. It is possible that the damage to the retainer ring, or the coin pulled back from the lumen stop led to the detachment of the implant coil from its pushwire. The lot history records of the retainer ring were reviewed, and no quality issues were noted. All coils are 100% inspected for damages and irregularities during manufacture. Per the concerto detachable coil and i.d. (Instant detacher) instructions for use (IFU): warning: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could p ossibly break. Gently remove and discard both the catheter and coil." If information is provided in the future, a supplemental report will be issued.